Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. Reviews were conducted pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to bovie electrodes. The device is a monopolar electrode which conducts energy from a bovie pencil to the patient. Energy should only be activated while the electrode is in contact with the target tissue. In order for a spark to occur the electrode was energized when an air gap existed between the two poles. Arcing occurs in air when the voltage potential exceeds 30 ,000 volts per centimeter. The fact that arcing was observed at the electrode tip indicates that the device was working correctly.

Event description:
It was reported via medwatch "it was reported that "during the procedure, the teleflex needle electrode tip was noted to have a large spark, the setting was at 60, the staff lowered to 40; it still had a spark. Teleflex tip then switched out with no resolution. The bovie pencil, bovie tip and bovie machine was changed out and megadyne pad not used. A bovie pad placed; however, the surgeons did not need to bovie anymore, so not sure if that resolved the issue". The patient's current condition is reported as "n/a. Bovie spark did not impact the patient's condition". Additional information also states that there were no health consequences to the patient and no medical intervention required.

Manufacturer narrative:
Qn#: (B)(4). UDI#: (B)(4). Medwatch report number: (B)(4).

Event description:
It was reported via medwatch, "it was reported that "during the procedure, the teleflex needle electrode tip was noted to have a large spark, the setting was at 60, the staff lowered to 40; it still had a spark. Teleflex tip then switched out with no resolution. The bovie pencil, bovie tip and bovie machine was changed out and megadyne pad not used. A bovie pad placed; however, the surgeons did not need to bovie anymore, so not sure if that resolved the issue". The patient's current condition is reported as "n/a. Bovie spark did not impact the patient's condition". Additional information also states that there were no health consequences to the patient and no medical intervention required.